Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to third party service center. The service center reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, unit scrapped.